Event description:
The device was used for a partial colectomy. The device half fired. The device partially stapled and did not cut. The anastomosis was sewn. The patient had a reoperation for a leak 5 days later is doing better.